Event description:
Customer alleged that scooter made a whining noise & stopped intermittently. (B)(4). No injury alleged.

Event description:
Customer alleged that scooter made a whining noise and stopped intermittently. Quote #(B)(4). No injury alleged.

Manufacturer narrative:
(B)(4). Follow-up #001. Initial pr #(B)(4) issued MFR. Report #1531186-2012-00513 indicating the manufacturer as CT medical, inc. The correct manufacturer is c.t.m. Homecare products.